Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry and investigation that a patient with a 25mm 11500a in the aortic position underwent a valve explant after an implant duration of six (6) months due to paravalvular leak (pvl) caused by valve dehiscence. The patient presented to the hospital with fatigue and shortness of breath. The explanted valve was replaced with a 25mm 11060a valve conduit. Per medical records, an echo revealed severe aortic regurgitation and dehiscence, leading to a pvl. A CT scan identified a large pseudoaneurysm in the lvot. The 25mm 11500a was explanted, and it appeared normal with no signs of infection. A significant gap was found under the left main coronary artery between the valve and the aortic annulus. The aortic annulus was damaged from beneath the left main coronary artery extending to the right coronary cusp. Lvot reconstruction was carried out using a bovine pericardial patch. The aortic root and aortic valve were replaced with a 25mm 11060a valved conduit, along with reconstruction of the left and right coronary buttons. The patient was successfully weaned off bypass and was transferred to the cvicu in stable condition post-procedure. Per pathology report, bioprosthetic heart aortic valve replacement with minimal nonspecific changes; negative for endocarditis. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section h6 (type of investigation, investigation findings, investigation conclusions) device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. The root cause of this event was determined to be due to procedural related factors, including the large pseudoaneurysm in the lvot. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Attempt was made to obtain product for evaluation; however, the device has been discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (device code).